Event description:
The report from the affiliate indicated that approximately seventeen months after the index procedure that patient was brought to the hospital as an emergency due to an acute myocardial infraction (ami). Coronary angiography revealed thrombus present inside the previously implanted cypher stents from the proximal end. The late thrombosis (lt) was treated by ptca using a 3.0/15 mm balloon at 12 atm and a 3.5/19 mm balloon at 12 atm with unknown inflation times. The physician's comment regarding the probable cause of the lt was that it may have been due to stopping of the patient's antiplatelet therapy (ticlid) and administration of cilostazol instead.